Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Boluses per day: 3. The indication for use was non-malignant pain. The patient reported that when attempting to bolus, the ptm (personal therapy manager) device lags at 90%. The patient mentioned in the past, years ago, when they took a bolus, it would take about a minute and a half to complete. Now, their ptm device starts the bolus, they'd say a few seconds after pressing the button, but it takes 4 minutes approaching 5 minutes before the bolus is fully completed. Currently, the lockout screen was displayed on the ptm device. The agent reviewed data and assisted the patient in deleting the data. The patient stated that the issue has been ongoing for a year or so and it¿s progressively longer and mentioned that they weren¿t moving too much. The patient was able to connect to the pump without any lag and stated seeing the lockout screen.